Event description:
The prosthesis was removed due to failure. No additional patient information available: on pathological exam, the prosthesis surface was focally discolored. Tissue fragments were sldo trbirerf. They were dull to glistening, smooth to rough to ragged, soft to firm and focally hemorrhagic. Also received were five orthopedic screws and one plate. Dimensions are available on requestinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.